Manufacturer narrative:
The device was returned for analysis. A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation and observed brake (side arm damage/hub). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpackaging of the 3.00x23mm xience skypoint, the shaft of the stent delivery system (sds) was noted to be broken. The proximal hub where an indeflator would attach to the sds was noted to have a piece of plastic separated. The sds was not used in a procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.